Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming high peak inspiratory pressure (pip) and transducer fault while on a patient. The events log also included transducer fault occurred and exhl diff press transducer failed 0 cmh2o calibration. There was no patient harm.